Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The user reported numerous cables rubbing inside the c-arm during 3d acquisition. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation showed that the reported issue was caused by a hardware defect. The cable that is responsible for the motorized movement of the collimator was kinked. This led to an interruption of the electrical circuit, which means that the motor-driven movement of the collimator was no longer possible. All other system functions were retained. Following replacement of the affected cable at the concerned site, the system was brought back to specifications. The spare parts consumption was checked, and no abnormalities were found. The affected part has been exchanged by the local service organization. The reported error has not reoccurred. Mentioned in the complaint has not again been reported since then.